Event description:
It was reported that possible intermittent undersensing on stored electrograms (egm) was noted on the right ventricular (rv) lead. Possible far field r-wave (ffrw) oversensing was also noted on the right atrial (ra) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.